Event description:
It was reported that the catheter had been placed for obstetric use. Upon removal of the catheter, the distal tip separated and remained in the pt. There is no plan to remove the piece of catheter at this time. There were no pt complications.